Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The device was visually inspected and there was evidence of a bent canula. A visual inspection was performed and the reported issue was confirmed. The probable cause of the reported issue was due to an assembly issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer attempted to remove the cap from the catheter, the cap was bent and misshaped, causing a cut to her right hand that required stitches.